Manufacturer narrative:
(B)(4)

Event description:
The patient was not able to adjust stimulation. The message "call your doctor icon" displayed. A power on reset (por) occurred. Additional information has been requested.